Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed "err hwrfu" and "call tech support". The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded, reviewed and hardware errors were observed. The receiver case was opened for an internal visual inspection and passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.